Event description:
It was reported that the device exhibited post-paced t wave oversensing. The patient was asymptomatic. Programming changes were made. The patient was stable before and after the change to the device.